Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was successfully repositioned one day post implant due to oversensing. Additionally, high pacing threshold measurements were observed. No additional adverse patient effects were reported.